Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transient voltage suppressor diode on the bridge board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.